Manufacturer narrative:
Concomitant product(s): a 5076-58 lead and addrl1 ipg, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: 5076-58 lead, implanted: (B)(6) 2013; addrl1 ipg implanted: (B)(6) 2013.

Event description:
On 2017-12-06, 11:46:17: it was further reported that the right atrial (ra) lead had fractured and, during the explant, the ra lead tip separated from the inner conductor. The ra lead exhibited indefinite impedance and oversensing noise. The previously capped right ventricular (rv) lead was crushed by the clavicle during the explant procedure.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no distal conductor(or distal electrode) returned in the distal segment of lead, therefore analysis of that portion is not possible. If information is provided in the future, a supplemental report will be issued.